Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the pump was not calculating correctly for the bolus although it showed the amount needed. The pump was showing the patient other numbers when it should have been 0.00 flashing but it was showing 1.00 flashing. There was no indication that the product caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-apr-2019 with the following findings: during investigation, the pump settings showed the insulin to carb ratio set to 1u:13g. The insulin sensitivity factor set to 1u:140mg/dl. Using patient settings, an ez carb bolus was performed for 130 carbs at target blood glucose, the pump correctly calculated a 10 unit bolus. An ezbg bolus using patient settings for 140 mg/dl above target performed, the pump calculated a 1 unit bolus. Advanced bolus features found to be calculating correctly. .